Event description:
It was reported that during a laser photo-selective vaporization of the prostate, the fiber being used looked like the inner portion of the tip was burnt and moving. A second fiber was chosen to continue with the procedure. The second fiber also looked like the inner portion of the tip was burnt, and then the tip of the fiber detached. The tip of the fiber was washed out from the patient's body, and the procedure was completed utilizing a third fiber without patient complications. It was noted that during use of the second fiber, there was tissue build up, the tip was cleaned internally and pressurize saline was not used. This report is for the second fiber.

Event description:
It was reported that during a laser photo-selective vaporization of the prostate, the fiber being used looked like the inner portion of the tip was burnt and moving. A second fiber was chosen to continue with the procedure. The second fiber also looked like the inner portion of the tip was burnt, and then the tip of the fiber detached. The tip of the fiber was washed out from the patient's body, and the procedure was completed utilizing a third fiber without patient complications. It was noted that during use of the second fiber, there was tissue build up, the tip was cleaned internally and pressurize saline was not used. This report is for the second fiber.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned fiber identified the glass cap and metal cap were detached; therefore, the reported event is confirmed. The observed condition of the fiber is consistent with fibers that experienced tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature near the laser beam output window. Continuously elevated temperature can lead to fiber damages, including metal cap detachment. According to the device instructions for use (IFU), increased irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Based on analysis results, the interaction between the user and device caused or contributed to the reported event.